Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately less than three months post implant the right ventricular (rv) his bundle lead exhibited no capture and had dislodged. The patient had nerve and diaphragmatic stimulation due to the dislodgement. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.